Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the permanent implant procedure the patient stopped breathing after the local anaesthesia was administered. As a result, the procedure was abandoned no products were opened. Reportedly, the patient was breathing and responsive while in the recovery room. Suspect medical device information unknown. Concomitant medical products and therapy dates unknown. Initial reporter unknown.